Event description:
The biomed reported that the thermogard xp ivtm system (sn (B)(4)) does not recognize the t1 temperature input. In addition, the biomed observed corrosion on the I/o pcb. No patient involvement.

Manufacturer narrative:
The customer reported that "the thermogard xp ivtm system (sn (B)(4)) does not recognize the t1 temperature input" was confirmed during the functional testing. The root cause for the reported complaint was a loose connection at t1 temperature input, likely attributed to the normal wear and tear of the device. The thermogard system was manufactured in january 2016 and is more than five years old, past the expected service life of 5 years. The customer reported, "corrosion on the I/o pcb" was confirmed during the visual inspection. The zoll service personnel noticed dried saline traces inside the thermogard system on the I/o pcb and caused corrosion on the pins of jack t1. The root cause of the corrosion was due to the saline spillage on the pcb, likely attributed to user mishandling. The inside of the thermogard system, including the I/o pcb, was cleaned to address the reported complaint. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed cracks on the assembly top lid and pump lid, broken rotor bearing on rotor head, missing lock pin on the assembly display pivot, missing drip pan, worn-out white rollers, loose caster, and pump lid, and a broken screw on air trap bracket. The damaged parts and missing parts were replaced to address the observed physical damage. The root cause for the observed physical damages were likely attributed to user mishandling or aging of the device. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the thermogard system since the customer acquired it in 2016. The event log indicated a tcmid:02 (ce danfoss error) error on (B)(6) 2021, unrelated to the reported complaint. During testing, unrelated to the reported complaint, the danfoss controller was found to be degraded and would have resulted in an intermittent tcmid:02 error. The danfoss controller was replaced to address the tcmid:02 error. During functional testing, the thermogard xp ivtm system failed to recognize the t1 temperature input initially. After removing and reinstalling the t1 temperature input, the thermogard system recognized the t1 input. The thermogard system passed the functional testing and functioned as intended. Nevertheless, the t1-t2 block was replaced as a precautionary preventive measure, as the component may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the thermogard xp ivtm system passed the burn-in test for five days, passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).